Manufacturer narrative:
Corrected data: lot #; expiration date; unique identifier (UDI) #; device manufacture date. An event regarding pain involving an accolade stem was reported. The event was not confirmed. Device evaluation and results: visual inspection: the product was not returned but a photo was provided which showed nothing remarkable. Dimensional inspection: not performed as the device was not returned. Functional inspection: not performed as the device was not returned. Medical records received and evaluation: a review of the provided x-rays and photographs by a clinical consultant noted the following; [...]procedure-related factors: distal femoral cortical hypertrophy as caused by relative mismatch between stem and bone geometry may play a cause in development of thigh pain. Patient-related factors young age with high activity level but not confirmed. High canal flare index with thick cortical bone structure device-related factors: none evident while not likely but not confirmed. Diagnosis: distal femoral cortical hypertrophy as caused by relative mismatch between stem and bone geometry may play a cause in development of thigh pain possibly in relationship with thick cortical bone in a femur with higher canal flare index and possible higher patient activity level. There is however conflicting evidence that may be related to other pathology that cannot be completely eliminated with the current information and requires more clinical as well as radiological information to solve this aspect with more confidence.[...] Device history review: review of the device history records indicates all devices accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a review of the provided x-rays and photographs by a clinical consultant concluded [...] Distal femoral cortical hypertrophy as caused by relative mismatch between stem and bone geometry may play a cause in development of thigh pain possibly in relationship with thick cortical bone in a femur with higher canal flare index and possible higher patient activity level. There is however conflicting evidence that may be related to other pathology that cannot be completely eliminated with the current information and requires more clinical as well as radiological information to solve this aspect with more confidence.[...] The root cause of this investigation could not be determined as insufficient information was received. Further information such as return of device, additional x-rays, operative reports, patient history, pathology reports are needed to fully investigate this event. If additional information and/or device become available, this investigation will be reopened.

Event description:
Revision of a right hip stem due to pain.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of a right hip stem due to pain.